Event description:
A customer reported the control panel horizontal swivel will not engage at the base of pc of their epiq 7g ultrasound system while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
A philips service engineer inserted a new solenoid sleeve to repair the system.